Event description:
During the saphenous vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.